Event description:
It was reported that balloon rupture occurred. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, the balloon ruptured within the specified pressure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the wire lumen (shaft), inflation lumen and the balloon. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material that was located 1mm distal of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, the balloon ruptured within the specified pressure. No patient complications were reported.